Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was 75mg/dl at the time of incident. Troubleshooting found that the pump keypad buttons are not responsive. Customer indicated that they are a new pump user and will speak with their diabetes trainer to get further training on the pump. No further assistance was necessary.